Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's rechargeable generator shut off without explanation twice, roughly around (B)(6) 2025 and (B)(6) 2026. Rep turned generator back on, ran impedance check, collected data report. Wife reports never turning device off and keeping it charged. His wife questioned whether his dbs was on. Patient's neurologist contacted my colleague asking if someone from local team could check on him. Rep was closest and visited him at the hospital, turned his dbs back on, updated the neurologist, generated/collected the attached reports, and trained the family on checking the battery (B)(6) 2026 e1 (rep): additional information received from representative stating that according to the patient's wife, the hospitalization with convulsions and pneumonia were not related to dbs therapy or devices. The cause of the therapy being off has not been determined, but it is likely due to user error. Rep turned the device back on and trained patient wife on use of remote to check battery status. Issue has been resolved.